Event description:
During an rf procedure, when the device was in lesion mode, the pt received unintended sensory stimulation. The pt has a pacemaker. The procedure was discontinued and the pt was sent to the emergency room as a precaution. The pt was admitted overnight for observation, but there was no medical intervention required. No other measures were taken. The pt was discharged the next day and it is further reported that the pt is doing fine and had no adverse consequences.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. Attempts to contact the account to determine product return have been unsuccessful. An eval will be conducted if the device is received and a f/u report will be submitted after the quality investigation is complete. The instructions for use provided with the product contains warning statements that pts with pacemakers require special consideration and to not use this equipment with pts having a cardiac pacemaker or pacemaker electrodes unless otherwise directed by the (B)(4) cardiology department.